Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Error e03 indicates pressure sensor abnormality. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and caused the reported power failure as well as an e03 error code. Additionally, the front panel was found discolored. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was experiencing a power problem during procedure preparation. According to the initial reporter, the unit was inconsistently losing power. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.